Manufacturer narrative:
The distributor determined the cause fo the failure was the pcb in the back plate sub-assembly. This was determined by using the pcb back plate sub-assembly from another unit and placing it into s/n (B)(4). The failure was resolved when the sub-assembly was replaced with one from the other device. The distributor information the manufacturer that the ventilator had received a six-month overhaul a few months prior to the event. The manufacturer notified the distributor that as the ventilator had originally been manufactured in 2005 it required the 2-year overhaul. Once the 2-year overhaul was complete the distributor is to send the device back to the manufacturer for replacement of the pcb back plate sub-assembly. This replacement can only be done at the factory. The distributor is waiting to hear back from the hospital (owner of the ventilator) regarding the replacement of the back plate sub-assembly. It is unknown, at this time, if the ventilator is being sent back to the manufacturer. A supplemental report will be submitted once additional information is available.

Event description:
The manufacturer was notified on (B)(6) 2013 that there was an issue with the ventilator becoming "hung-up" during operation. Additional information was obtained on (B)(6) 2013 that the ventilator worked normally for approximately 10-15 minutes. After that the peep value goes to 20 and the mechanical ventilation stops. The issue was found during a pre-clinical test on (B)(6) 2013. There was no patient involvement.